Event description:
During a code, fire department personnel reportedly observed the monitor display artifact while charging the defibrillator storage capacitor. The pt was being monitored through combination electrodes. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.